Manufacturer narrative:
Product ID: 388928, lot# unknown, implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that there was no symptomatic benefit from the electrodes. No information had been gained about impedances although sensation had been tried on all electrodes. It was reported that they had a troubleshooting algorithm whereby they would try to get symptom relief using electrodes 2 and 3. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot#: unknown. Implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) reported that during a procedure, a tined lead was implanted to an implantable neurostimulator (ins). When testing the tined lead intraoperatively, they had what appeared to be a lead in an excellent position. However when testing the electrodes, they only saw motor response on electrodes 2 and 3. At the time it was thought to be strange, however when troubleshooting was performed post-operative using the clinician programmer. They saw the impedances with electrodes 0 and 1 were all out of range. Factors that may have led or contributed to the issue remain unknown. No actions or interventions were taken. The patient had been programmed using electrodes 2 and 3 and had reported standard sensory stimulation using the active electrodes. It was unknown if the issue resolved. No surgical intervention occurred. Relevant medical history includes incontinence/urinary retention. No further complications were reported/anticipated.